Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the condition was confirmed. The cutter would not seat or lock into an emax motor. The flats of the cutter are machined off-center and will not seat or lock properly. The "off center" condition is most likely due to collet misload during the flat machining process.

Event description:
Report received from the united states stating that they could not secure the cutter into the device. The device was being used in surgery. No injury or medical intervention was reported. It is unk if there was a delay or if a spare device was available. There was no additional info provided.